Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: were there any feeding or firing issues experienced during the original procedure? No. Were there any formation issues with the clips during the original procedure? If so, how was this addressed? No. Can you please indicate which clip from the attached photo best describes the formation of the clip? Clip looked like it was closed. What was the issue with the clip? Cystic duct leak. Did the issue with the clip occur intra-op or post-op? Post op. Did the procedure drive the need to apply torque to the device? No. Was a cholangiogram performed? Yes. What symptoms did the patient present with post-operative? Unknown. How long after the original procedure was the patient returned to the or? Unknown. What was done to address the leak? Re-operated. What is the patient¿s current status? Patient doing well and fully recovered. Is the patient expected to have a full recovery? Yes.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was an issue with the clip. They re-operated on the patient. There was a bile duct leak. One device was discarded.